Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that puncture closure of an unspecified vessel was attempted using a proglide device after an unspecified procedure. Reportedly, "the foot didn't come all the way, stuck in tissue". Part of the proglide device had to be opened to remove the device. An unspecified method was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No other information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported foot movement issue was not confirmed after removing the observed biological material. Entrapment of the device in the vessel could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information provided and the device findings, the device likely became entrapped due to the biological material caught in the foot such that the foot would not completely retract.the investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.